Manufacturer narrative:
The pacemaker was returned for the reported event of unable to interrogate. Review of the device image indicated the device was above normal elective replacement indicator throughout implant duration. However, analysis of the atrial and ventricular ports found the device was at end of service due to latch up condition. The cause of the latch up condition was undetermined. The reported event was confirmed and attributed to the latch up condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. The physician was unable to interrogate the pacemaker via inductive or radiofrequency (rf) telemetry. The physician explanted and replaced the pacemaker. The patient experienced no adverse consequences.